Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant had an in-service ongoing when the console (aic) battery alarmed. There was no patient use or harm/injury possible. The in-service revealed the red alarm. The aic was removed from service for analysis.

Manufacturer narrative:
The investigation for the reported console (aic) battery failure alarm has been completed. The aic was returned for evaluation. During testing of the aic, the failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The aic logs were reviewed and confirmed the reported failure. The root cause of the defective battery was due to single cell failure, a known pattern failure.